Event description:
During a surgical case, it appeared as though the cut feature remained active (activation tone on generator remained audible) when the surgeon removed his finger from the button. No patient impact or injury.

Manufacturer narrative:
(B)(4). Eval, method, results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(4).

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review testing performed: device: peak plasmablade 4.0 product code (sku): (B)(4) serial / lot number: (B)(4) (obtained from label on biohazard bag) expiration date: n/a quantity returned: 1 visual inspection: device was received in a (B)(6) small box ((B)(4)). No packaging material (e.g. Bubble wrap, packing peanuts) to fill the (B)(6) space. Unable to confirm the lot without tyvek lib. However, label affixed to polybag ((B)(4)) indicate lot # (B)(4). Device was inside a zipped locked bag inside a sealed biohazard bag ((B)(4)). The device had dried blood on the handles which indicated evidence of use ((B)(4)). Both buttons (yellow "cut"; blue 'coag') had a normal tactile feel when depressed and the device appearance undamaged with all components in place and intact. Functional inspection: equipment used- pulsar ii generator ((B)(4)), (B)(4), calibration date (B)(6) 2011; calibration due date (B)(6)2013 stop watch, (B)(4), calibration date (B)(6) 2011; calibration due date (B)(6) 2013 - to track activation time device (excluding the cable) was not cleaned but tested as received ((B)(4)). Performance was tested using saline in a tray. Device was subsequently connected to pulsar ii generator and displayed the expected e5 error code (end of life). Eprom connector was used to bypass the end of life error code e5 and test device performance. In an attempt to replicate the reported complaint of the button(s) sticking or device remaining activate although the button(s) were not depressed¿the coag button and then the cut button was engaged several times at varying settings and durations as indicated in table 1 below. Table 1: outline of device performance tests to replicate reported incident number of times activated, setting, duration of activation 1 coag 10 5 minutes 10 coag 10 10 seconds 10 coag 10 1 second 1 cut 10 5 minutes 10 cut 10 10 seconds 10 cut 10 1 second 5 coag 2-9 1 sec each 5 cut (2-9) 1 sec each in addition, each button was activated several times by pushing/ applying pressure in different directions along the edge over various lengths of times; power and cut settings; to determine if this would cause the button (s) to stick. There were no observations of intermittent performance malfunctions activating the device as shown in table 1 above. Lhr review: a review of the lhr for this device, lot # (B)(4) ((B)(4) indicated: during step 4 (i.e. Functional testing), three devices were scrapped for "dead cut button" ((B)(4)). No other details or follow-up is noted in the lhr. Investigation conclusion: the complaint is not confirmed whereby the 'cut' button stuck during use in the field as noted in the complaint ((B)(4)). The device responded normally for activation as performed during the investigation ((B)(4)). It is somewhat confusing that the hand written label attached to the returned device ((B)(4)) states that the 'coag' button (not the 'cut' button) stuck which conflicts the reported incident; and the date is illegible (e.g. Over written). Thus, it raises the question whether the device returned was the actual device in use when the reported incident occurred. However, it is predicted that the incident reported was the result of intermittent operation of the 'cut' button whereby it was found to pass final inspection at the manufacturer but performed randomly or intermittently in the field as reported because the device functioned as intended at the start of the case and through the first ¼ of the surgery (approximately 20 minutes). No corrective action will be taken at this time; the complaint will be monitored for future instances similar to this apparent issue. (B)(4).

Event description:
During a surgical case it appeared as though the cut feature remained active (activation tone on generator remained audible) when the surgeon removed his finger from the button. No patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.